Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with a coaguchek xs meter serial number (B)(4). When testing, the patient also received an error indicating an issue with applying blood to the test strip. (B)(6).